Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultra meter read imprecisely. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported readings of 175, 157, and 125 mg/dl performed greater than 20 minutes of each other taken on (B) (6) and (B) (6). This is too long of a time frame to compare the results. He also reported a result of 222 mg/dl at 11:10 am on (B) (6). He said he continued to take his usual dose of diabetes medication and takes insulin without adjustments. At 11:10 am, his dose was 4 units of novolog. The pt said that about 2.5 hours after taking his insulin, he felt symptoms of a cold sweat, chills, and a fever. He self treated the symptoms with glucose tablets or glucose gel. According to the troubleshooting performed with customer service, the meter was set to the correct unit of measure at the time of testing. Although details of the pt's diabetes management are unk, this complaint is being reported because the pt alleged the readings were inaccurate or imprecise and that he suffered symptoms that required treatment for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.